Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that a 911 protocol was initiated and the patient was taken to the hospital. Per the reporter a message was received from the healthcare professional that the patient was hospitalized and stating pump issues. There is no additional information at this time. If additional information is received, a supplemental will be filed. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
A review of the complaint record indicated this complaint was received by animas on 9/20/16, not 9/21/16 as previously reported.